Event description:
The subject had surgery on (B)(6) 2013 for repair of the g-tube, repositioning of peg and repair of a symptomatic incarcerated incisional hernia with the bard soft mesh. The subject was last seen at the 6 week post operative visit on (B)(6) 2013. The incision was completely healed with no signs of recurrent hernia for a 6 month f/u visit in (B)(6). A family member cancelled her appointment and reported that the pt had passed away in (B)(6). The death was not related to the procedure or device as hospice records indicate the subject died on (B)(6) 2013 from disease of the basal ganglia.